Manufacturer narrative:
Device was used for treatment, not diagnosis. Date the article was published is unknown. Article accepted on (B)(4) 2013. This report is for 3 unknown prodisc-c, unknown part/unknown lot. Gregory et al, cervical artificial disc replacement with prodisc-c: clinical and radiographic outcomes with long-term follow up, journal of clinical neuroscience, elsevier, vol 24, 8-13. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: "cervical artificial disc replacement with prodisc-c: clinical and radiographic outcomes with long-term follow-up. Malham et al." The food and drug administration investigational device exemption prodisc-c study randomised controlled trials compared the prestige, bryan (both medtronic) and prodisc-c cervical artificial disc replacement (adr) devices for anterior cervical discectomy and fusion (acdf). In the FDA study only 3 out of 103 prodisc-c patients required revision surgery due to ongoing pain 5 years postoperatively. This is report for 1 of 1 for (B)(4). This report for 3 unknown prodisc-c.